Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The anvil of the instrument was observed to be tilted and attached to the instrument. There was no mark in the anvil cutting ring, however, the crush ring had been partially crushed. A retainer leg of the anvil was also observed to be bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the anvil tilting prior to firing may occur if the device is closed over an excessive amount of tissue which compresses the crush ring. Replication of the observed anvil damage may occur if the anvil is manipulated with excessive force during the attachment to the instrument, or if the anvil is mishandled during the removal of fitting accessories. The root causes of the observed damages were misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the coupling of the warhead with the arrow on the device, there was a rupture of the warhead making it impossible to fit. There was no injury reported.